Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and/or allergic reaction." (B)(4). This report is number 6 of 6 mdrs filed for the same patient (reference 1825034-2016-01864 / 01869). : hospital discarded as biohazard.

Event description:
Patient underwent a right hip revision procedure approximately two months post-implantation due to infection. All components were removed and replaced with cement spacer molds.